Event description:
This report summarizes 4 malfunction events, where it was reported the devices, experienced clinician not alerted/aware of possible patient fall. There was 1 event with patient involvement with a fall; no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 2 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
1 device that was pending evaluation was not made available by the customer; the reported issue was not confirmed. 1 pending device was not evaluated, as the issue was identified and resolved through communication/interviews with the user facility; no defect or malfunction was found. Section h codes have been updated to reflect this.

Event description:
No new information.